Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) for a high blood glucose (bg) level (400-560 mg/dl). The cause of the high bg could not be recalled. The contact could not recall further details of the event. Although multiple attempts were made to contact the customer for additional information, the customer did not reply to the requests.